Manufacturer narrative:
An event regarding a dull accolade calcar planer was reported. The event was confirmed. Inspection of the device under magnification confirmed the reported event, the cutting edge has been worn from its as manufactured state. The wear of the edge was noted to be even and appears consistent with wear from normal use of the device. The hardness of the device was measured and found to meet the drawing specification. A review of medical records was not performed as none were provided. No further information was requested as there is no indication that the event was related to patient factors. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other events have been reported for the manufacturing lot. Inspection of the device under magnification confirmed the reported event, the cutting edge has been worn from its as manufactured state. The wear of the edge was noted to be even and appears consistent with wear from normal use of the device.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, during a tha, the calcar planer could not shave the patient femur due to being dull.

Event description:
It was reported that, during a tha, the calcar planer could not shave the patient femur due to being dull.